Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the introducer needle of the infusion set was uncapped out-of-box. The protective sterile cap that covers the needle was missing from the package.